Event description:
Event description guidant received information that this implantable pacemaker (ipm), two weeks post implant, had ventricular loss of capture at 7 volts. The lead was repositioned and capture was good. Today, the lead impedance is greater than 2500 ohms.